Manufacturer narrative:
The thermogard (s/n (B)(4)) was evaluated by zoll at customer site. Visual inspection was performed and the fuse was noted to be damaged. The fuse was replaced. The reported complaint was confirmed. The root cause for the reported complaint is related to defective fuse. The lot number for this complaint was updated as it was reported different earlier.

Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
While a thermogard console was in use in the patient who had suffered heat stroke, it suddenly lost power. Although it was switched to a different outlet, it still failed to power on. Because fever control was going well and the patient's body temperature had already returned to normal, the physician completed treatment without changing the treatment method. No impact or consequences to the patient was reported.